Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient's device usually takes 12 hours to charge the patient reported that they sometimes get full coupling but they usually only get 3 boxes. No further complications were reported or anticipated. No symptoms were reported.